Event description:
Received information regarding multiple cartridge alarms (cartridge alarm 19) with multiple cartridges during basal and bolus delivery and during the load process. Reportedly, the customer's blood glucose level was good.

Manufacturer narrative:
An additional lot number was reported (lot #m013901). The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be submitted upon completion of the evaluation.